Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ("perforation (other) please describe and state the location of the perforation: peritoneal location") and device dislocation ("malposition of essure device location of device: left tube, migration of essure device") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 9 months after insertion of essure, the patient experienced peritoneal perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia, anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower left side pain"). Essure treatment was not changed. At the time of the report, the peritoneal perforation, device dislocation, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and peritoneal perforation to be related to essure. The reporter commented: she will be required to undergo a total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices in the future. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2009. In current follow up reported as: 2009 or 2010 discrepancy noted in essure confirmation test result : as per previous follow up it is reported as confirmed full occlusion. As per current follow up: (B)(6) 2011, hysterosalpingogram: position of the left essure device is unsatisfactory and the left uterine tube remains patent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement (transvaginal ultrasound (tvu), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. New reporters added and reporter information updated. Case medically confirmed. Patient's demographic added. Product information updated. New events: (malposition of essure device location of device: left tube, migration of essure device), pain (lower left side pain), perforation : peritoneal location added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.